Manufacturer narrative:
Product analysis visual inspection: a longitudinal burst was confirmed on the returned balloon. The inner member was sticking out where the balloon and burst. The size on the hub was consistent with what was provided with gch no damage was observed to the balloon bond no damage was observed to the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an inpact admiral drug coated balloon, the balloon burst at a nominal pressure of 5 atm on the first inflation. The procedure was conducted on the right superficial femoral artery, mid-section, which had a calcified lesion with moderate calcification and 90% stenosis. The lesion length was 180 mm, and the artery diameter was 6 mm. Moderate resistance was encountered when advancing the device. The vessel was pre-dilated using a 5x150 non-medtronic device. A 6fr non-medtronic sheath and a non-medtronic guidewire were used. The balloon was inflated using a non-medtronic inflation device with 50/50 contrast inflation fluid. The balloon burst occurred during the procedure. The balloon did not detach and the device was safely removed from the patient. The procedure was completed using a new inpact admiral device. There were no health consequences or impact on the patient.